Event description:
Philips received a complaint regarding a v60 ventilator indicating that, during preventive maintenance (pm), the display was observed to be dim. There was no patient involvement at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported problem. During the scheduled on-site pm visit, the customer requested installation of replacement parts and provided a touchscreen and liquid crystal display (lcd) panel for installation. A field service engineer (fse) installed both components and tested all device controls. The device was verified to be functioning as intended and was returned to full clinical use. The investigation concludes that no further action is required at this time. Should additional information become available, the complaint file will be reopened accordingly.